Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event to 54 mg/dl during the first night of pump use after an overcorrection following dinner, and the device issued a low glucose alert; the event was addressed through troubleshooting and education. Symptoms included no reported clinical symptoms associated with the hypoglycemic event. Outcomes included successful correction of the hypoglycemia without outside assistance or medical intervention, with glucose restored to 90 mg/dl and no prolonged out-of-range duration. Investigation included review of the event details and user guidance on hypoglycemia treatment. Investigation of this case revealed an isolated hypoglycemia episode with cause unclear, with device behavior consistent with learning-phase insulin dosing and appropriate alerting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.